Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, the handle cracked during use, and clamp blocked, which got stuck close. The surgeon then used another device handle to resolve the issue in order to complete the case. There was no patient injury.